Manufacturer narrative:
(B)(4).

Event description:
The patient came in for office visit with a pacemaker malfunction showing decreased sensitivity of the rv lead and no ventricular capture. Then on (B)(6) 2016 subject had a pacemaker pocket revision with a rv lead repositioning. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.